Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had experienced station struck on error message as fatal occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was stuck on fatal error. A technical support specialist (tss) confirmed that the field service engineer (fse) was able to clear the space, to allow remote connectivity, then reviewed the maintenance logs. There the logs indicate purge was failing prior to c drive full, so the tss backed up the database (db), then dropped the db and synced the new db. Then the tss confirmed that the "fatal error" appeared on (B)(6) , because the application did not have access the database index file, due to lack of space. Then the tss used the knowledge article ¿how to move medes station database to d drive¿ to move files from c drive to d drive, to prevent this from occurring in the future. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had experienced station struck on error message as fatal occurred on the underlying data source. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.